Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
The patient's daughter reported that the patient experienced arrhythmia and was not feeling well. It was also noted that the device did not "beep and treat" the arrhythmia. The patient was taken to the doctor who immediately put the patient into the hospital. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No further patient complications have been reported as a result of this event.